Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed when the patient presented in the operating room for scheduled generator change. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was capped during the procedure and replaced. No complications arose during the procedure and the patient was stable after.